Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing pump reset information and helped them reset the pump. After resetting, the malfunction did not recur, and the customer was informed that they could continue using the pump. They were also instructed to call back if any malfunction code reappeared, which the caller acknowledged and understood.